Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. The device was returned to the central supply department with an unsigned note that stated, "pca pendant does not work." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device passed testing. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility on (B)(4) 2012. The device passed testing by delivering a dose when the pt pendant was pressed. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel.